Event description:
While attempting to analyze the heart rhythm a pt (age & gender unk) the device failed to return a "shock advised" determination for what appeared to be a shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.